Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain constant") in a (B)(6) female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity, anesthesia, adenomyosis and obesity. In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal )"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping )"), dyspareunia ("dyspareunia (painful sexual intercourse )") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with analgesics and surgery (robotic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case , the following one/ones were described in patient's medical record : pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2018: pfs received. Event injuries deleted. Events added: abnormal bleeding (vaginal ), menorrhagia, nickel allergy, dysmenorrhea (cramping ), dyspareunia (painful sexual intercourse ), vaginal discharge, fatigue , weight gain, abdominal pain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain constant") in a 36-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity, anesthesia, adenomyosis and obesity. In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal )"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping )"), dyspareunia ("dyspareunia (painful sexual intercourse )") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with analgesics and surgery (robotic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case , the following one/ones were described in patient's medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.